Event description:
In 2008 at 9:46 pm, a lay user/reporter contacted lifescan (lfs) alleging that a one touch ultra meter had an error 1 message. The complaint was classified based on the customer service representative (csr) documentation since medical affairs specialist (mas) was unable to contact the patient to obtain further information. The patient tests his blood glucose at least four times a day and manages his diabetes with insulin (usually taken with no dose adjustments). The reporter stated that the subject meter displayed an er1 message on the same day at 12:30 pm. As a result of the alleged meter issue, the patient reportedly decreased 7 units of humalin r and 4 units of humalin nph. Sometime after the alleged meter issue, the patient reportedly felt "sleepy and had an urgency to urinate often" but reportedly did not seek medical intervention. The patient claimed that he was tested on a backup meter (unspecified date/time) with blood glucose results of "246 and 571 mg/dl." It is unknown whether the patient treated himself based on the reported readings taken on the backup meter. This was not a new out of box product and the reported meter issue was unresolved with troubleshooting. It is unknown why the patient decided to decrease his insulin. The patient's products have been replaced. This complaint is being reported because the patient reportedly decreased his insulin and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.